Event description:
A user facility reported that the evis exera iii video system center display dark and bad image when using the 180 series scope. During a standard service inspection of the customer returned device, printed circuit board failure was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a complete loss of the image function was observed on the monitor screen when connecting endoscopes from the evis exera I and evis exera ii series. The defect was due to the failure of the printed circuit board with no visible damage. In addition, video connector defect and dust inside the block were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair site confirmed that an image was not displayed due to a faulty patient circuit (dr) board. The subject device was manufactured before the design of the dr board was changed. Therefore, it was surmised that the phenomenon occurred due to the design of the dr board. As to the phenomenon "endoscope image is not displayed when the subject device is used with 180 scope", it was confirmed that the design of the dr board was changed on april 16, 2018. It was also determined that the device hasn¿t received regular maintenance as requested by the manufacturer¿s recommendations. It was recommended that a field technician visits the customer to warn him about the greater risks in the lack of proper regular maintenance causing devices to fail. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer stated that the image error reported was found during preparation for use.